Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty retractor band. The field service engineer replaced the retractor band and rebooted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Device not detected on the bus. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.